Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2012-00044 to provide additional information regarding the results from the evaluation of the involved device and unused returned samples.

Event description:
The user facility reported that the tr band became deflated during use to assist with achieving hemostasis following an interventional procedure. The following information was provided by the user facility: the tech was standing next to the patient when it was noted that the ''air filled tube popped out'' of the device causing loss of pressure; the access site began to bleed due to the loss of pressure; hemostasis was again obtained; a second tr band was placed; the estimated patient blood loss was <10cc; and follow-up communication confirmed the patient had no change in condition post procedure.

Manufacturer narrative:
Results = (B)(4) are based upon the involved sample evaluation; based on evaluation of unused return and reserve samples. Conclusions - (B)(4) based upon the involved sample evaluation; based on evaluation of unused return and reserve samples. Subsequent to submission of the initial medwatch report, the involved device and unused samples from the reported lot were returned to the manufacturing facility in (B)(4) for further evaluation. Visual examination of the involved device determined that an insufficient amount of solvent may have been used to bond the inflation tubing to the main body of the device. Evaluation of the unused return samples and retention samples from the reported lot confirmed all samples were properly assembled / bonded and functioned within specification with no abnormalities. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Therefore, this appears to have been an isolated event. Production personnel have been informed of the complaint to increase their awareness and minimize the potential for insufficient bonding to occur during manufacturing. In addition, a sensor and alarm has been added to the solvent application equipment so that the operator would be notified if the solvent application process is not properly completed. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Although there was reportedly no impact to the patient, the event description indicates that some minor blood loss did occur. The involved device is in transit to the manufacturing facility in (B)(4) and has not yet been received for evaluation. Therefore, the investigation was based on evaluation of user facility information, a retained sample and quality records. Evaluation of the retained sample confirmed there were no defects or anomalies. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The cause for the reported event cannot be determined based upon the currently available information. The labeling does address the potential for a deflation event in the instructions-for-use with statements such as: "do not inject more than 18ml of air. There is a possibility of damaging the device is this volume is exceeded"; and "patient should not be left unattended while the tr band is in use." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental follow-up report will be submitted when the involved device is received and evaluated by the manufacturing facility in (B)(4). (B)(4).